Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the top part of the vh-2000 would not turn. There were no pt effects. There is no other info available regarding how the procedure was completed. The product is returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the bisector blade was stuck in between the two electrodes on the right side. The curved electrode was bent as well. There was some evidence of blood. A functional test was performed on the device. The bisector was able to be rotated as expected. Based upon the observation of the blade stuck, the reported complaint was confirmed. Internal file number - (B)(4).